Event description:
Received a report from a hemodialysis user facility. The facility reported that as hemodialysis was initiated, immediately, a pt reported symptoms of heaviness in tongue, shortness of breath, wheezing, itching, hypotension, and tachycardia. Immediately fluids were given, nebulizer given. And pt was stabilized. Bp stabilized and with fluids, tachycardia improved. Wheezing improved and seems to me to be an anaphylactic reaction to hemodialysis. The md reported the following findings: allergic reaction to hemodialysis. The initial reporter was contacted for additional info on this event. It has been learned that the pt was inpatient in the ICU for a recent surgical procedure of his abdomen and was to receive this dialysis treatment when 2 minutes into his treatment, the symptoms presented. The pt was medicated with solumedrol, diphenhydramine, oxygen and given a nebulizer. Reportedly all the blood was returned back to this pt, with the pt stating that they felt better. Also, 700 ml of saline given intravenously for this episode. The sample was not saved for this event. Additionally, the initial reporter had stated that this pt had been receiving dialysis with use of this dialyzer for some time and this is the only incident like this. Presently, the reporter stated he was not sure what dialyzer was used after this event.